Event description:
The physician was using a guardwire device. It was reported that during the procedure, the balloon burst at 1st inflation. Balloon burst was confirmed soon after physician turn the dial to inflate the balloon. No abnormalities were noted on test inspection. Physician stopped and used another product as a replacement. No health hazard was caused to the patient.

Manufacturer narrative:
Conclusion: based on limited information available and no device returned for evaluation.

Manufacturer narrative:
Evaluation: results/conclusion: inconclusive, investigation in progress. No results available since no evaluation was performed. No device returned for evaluation. Device discarded by user, unable to follow up. (B)(4).